Event description:
Was performing emr during a colonoscopy and prepared to place an ultraclip to prevent bleeding in the area. However, the clip was deployed prematurely when the technician did not activate it, and it became stuck at the end of the metal deployment device, dangling there. The doctor had to shake it off using the scope.